Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the reported information, a definitive cause for the reported contamination could not be determined. It may be possible that the particles being reported were introduced during removal from the packaging, possibly originating from a cath lab gowns or gauze at the account; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that when removing the two emobshield nav6 embolic protection system (eps) from the packaging and before prepping small pieces of white lint was observed to be all over the device and tray. A third emboshield nav6 was opened and lint was also observed; however, there was no other embolic protection and was used in the procedure to treat the carotid artery successfully. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.